Event description:
According to the information received, the connector was implanted and there was no leaking observed prior to closing. The pt experienced bleeding overnight and required reoperation. Intraoperatively, it appeared that the vein was not long enough causing tension on the connector. The device was replaced with traditional sutures. The surgeon stated this event was not device related.